Manufacturer narrative:
At this time, the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device remains implanted.

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to a micro-dislodgment that lead to progressively higher thresholds.